Event description:
Defibrillator unable to charge/hold charge. Pt was defibrillated x2-3 with one set of batteries. Defib was unable to charge/hold charge. Batteries were changed and the same thing happened with one defib.